Event description:
The service report shows the customer reported that ventilator would have visual alarm without an audible alarm and audible alarm would also function intermittently. The mallinckrodt customer support engineer (cse) could not duplicate this condition. The hospital reported that this condition would occur after the ventilator had been used approx 10-12 hours. The cse inspected the device and replaced the dci board and let the ventilator run for over 12 hours. The unit passed extended self testing.